Event description:
This report is against user facility medwatch/maude report mw5039851. The only information contained in this report is correction or additional information. This report is for an unknown screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that an elective midfoot fusion revision surgery was performed. It was noted that there was incomplete fusion of the first and second tarsometatarsal joints of the left foot and intercuneiform joint with arthritis present. The hardware, which included one (1) broken screw and a plate with intact screws was removed. A specimen was sent to pathology which revealed inflammatory tissue. There was no evidence of neutrophils in any fields; therefore, there was a very low probability of infection. The patient was revised with allograft croutons, 3.5mm cortical screws, and 4.0mm partially threaded cancellous screws.

Manufacturer narrative:
Patient information is unknown. Device was discovered broken on (B)(6) 2014; it is unknown when device broke. This report is for an unknown screw/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history review: manufacturing location: mezzovico - manufacturing date: november 23, 2011. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: the complaint condition for the 2.7mm cortex screw self-tapping, t8 stardrive recess (part 202.894 / lot number 7678150) was likely caused by patient noncompliance and the influence of other comorbidities; however, this complaint is not likely a result of any design related deficiency. The 2.7mm cortex screw is an implant routinely used in the 2.7mm/3.5mm variable angle lcp ankle trauma. The device was returned and reported to have broken postoperatively. This condition is confirmed; the proximal portion of the screw was returned which measures approximately sixteen millimeters and has a rough, fractured surface at the distal end. As per the associated drawing, the length of the screw should be 34mm. It is likely that patient noncompliance and the influence of other comorbidities has led to this complaint condition. The device was manufactured in (B)(6) 2011 and is over three years old. The balance of the returned device is condition consistent with insertion and removal. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.